Manufacturer narrative:
Code (other): the sales rep tested the system on-site 4 days later, using an anatomical model, and was able to achieve an excellent registration of 2.2mm indicating good accuracy.